Manufacturer narrative:
Product event summary- the full lead was returned. The distal lv (low voltage) electrode of the lead was covered in blood, analysis was performed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure the right ventricular (rv) lead showed high impedance. The physician chose to implant a different lead. No patient complications have been reported as a result of this event.